Event description:
Alleged event: the clip could not be locked, and it was dropped into the patient's body. It was removed from the patient's body. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73f1400504 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package; lot # 73f1400504 was confirmed with samples received. During visual inspection it was observed that components looked well assembled; in good condition, one clip pre-activated. Functional inspection: applier was activated and clip received in jaws was released; however; clip not loaded properly; clip is not fastened in jaws. Then applier was newly activated, clips were released, loaded & closed properly. Although; the failure mode not locking reported by customer was confirmed during first activation the root cause is considered unknown since device worked properly after second activation. During the manufacture of the device, the manufacturing facility performs a 100% functional testing as part of final inspection and release. This process was followed, so the device was functional at that time. Although; the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition an analysis of the complaint rate was conducted, which shows a decrease in the complaint rate for these devices.

Event description:
Alleged event: the clip could not be locked, and it was dropped into the patient's body. It was removed from the patient's body. The patient's condition was reported as fine.